Manufacturer narrative:
The customer returned their instrument for investigation however, the power supply and batteries were not provided. The investigation concluded that the smoking the customer saw was due to a failure of the d16 diode which fails when it is exposed to overvoltage. The customer stated that when the incident occurred, they immediately removed the batteries and disconnected the instrument from the clinitek status connect system. Per the connect system operator¿s guide, ¿you cannot operate the instrument on battery power when using the connector.¿ the cause of this event was due to user error.

Manufacturer narrative:
Siemens has requested that the instrument as well as any batteries and/or power supply in use at the time of the event be returned for further investigation. Investigation will commence once the instrument has been received. The cause of this event is unknown.

Event description:
The customer reported their clinitek status+ device was smoking. The device lost connectivity to the network and started smoking. There was no visible fire. The customer removed the batteries and disconnected the device from the base. The customer tried powering on the device, but it was unsuccessful. There is no report of harm due to this event.